Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. There was no adverse impact to customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes. H3 other text : device not returned